Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The emergency switch and the joystick were replaced. The system was tested and operates as intended.

Event description:
The customer reported that there was a problem with the 9900 system emergency switch. No pt injury was reported.